Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed to stay closed error and due to this issue, the user was unable to access the patients' medications. The customer attempted to recover the door, but it failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a tower door failure. A field service engineer secured the door lock and reseated the lock connections, after which the customer recovered the station and completed the inventory count. The system functioned as intended after the field service engineer repaired the device.